Manufacturer narrative:
Corrected data: upon further review, there is a correction for awareness date indicated in the initial MDR report submitted which is october 28, 2021 instead of october 29,2021. This correction MDR is being filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that haptics were bent. There was no patient contact and no harm reported. Product was discarded. No further information is available.

Manufacturer narrative:
Date of event: unknown, not provided. If implanted, give date: not applicable, as the lens was not implanted if explanted, give date: not applicable, as the lens was not implanted; therefore it was not explanted. The intraocular lens (iol) is not returning for evaluation as it is discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.